Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2012, a low ventricular lead impedance (<200 ohms) and noise oversensing were observed (refer to MDR #1000165971-2012-00248 for the associated sorin isoline 2cr6 lead - sn (B)(4)). As a lead issue was suspected, a re-intervention was scheduled and performed on (B)(6) 2012. Before the re-intervention, ventricular lead impedance was stable (390 ohms). The ICD involved in this MDR report was checked while the pressure was applied around pocket area; however no noise oversensing was confirmed. Connector pin was confirmed to be protruded from the connector block and blood was confirmed inside the ventricular and atrial is-1 ports and around the connector pins of the leads. Since no noise sensing was recorded since the previous follow-up and normal impedance was measured, blood inside the port was suspected to be the cause of low impedance instead of lead failure (impedances directly measured on leads: a: 800 ohms, v: 400 ohms, rv coil and svc coil: 350-400 ohms). The leads were kept implanted and the device was replaced. The subject ICD was returned for analysis.